Event description:
It was reported during a gastroenterostomy/splenectomy the surgeon attempted to fire the device by squeezing the firing handle. After he squeezed the handle he attempted to remove the device by opening the instrument. When the device was opened he attempted to detach the head assembly, but was not successful. The rep spoke to the surgeon on the phone at this time and told him to rotate counterclockwise and remove, but the doctor introduced a bolt cutter into the field, and the head assembly was cut from the stapler. After inspecting the instrument post-op, it was noted the washer was not cut. An audible/tactile feel was not present during the firing sequence. The rep came to the hospital before the surgery was over to try to reinservice since it did not appear the device was completely fired, but the surgeon was not interested in speaking to the rep. After inspecting the trocar it appears the orange tying area had been grasped to remove the anvil head. This may explain why the removal of the anvil head was not successfully completed. There was no consequence to the pt.